Event description:
Pt scheduled for generator change. When old leads were tested in or by physician and MFR representative present in the or, it was determined that the outer insulation must have fractured. Lead replaced.